Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This report is being submitted as an initial final report. Visual examination of the returned product identified that the comb was damaged. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that after surgery, the blades were noticed to be crooked. Some kind of force was applied incorrectly by the nurse. No patient harm or delays. At product evaluation investigation the device was found to have a damaged comb; a reportable malfunction. No adverse events were reported as a result of this malfunction.